Event description:
It was reported, the customer received a button error alarm. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no act button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.